Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad symbols were found to be worn off. The contrast and down arrow keypad buttons were intermittently responsive during testing. The contrast button has no effect on insulin delivery function. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of keypad contamination found under the key contacts.

Event description:
The patient's father said the down arrow button is slow to respond when pressed and that he has to press the button several times. The patient does not clean the pump. The issue was not resolved through troubleshooting. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.